Event description:
Clinical narrative: an impella cp device was inserted into the right axillary/subclavian artery in a 62-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was constant suction getting worse in the morning. Troubleshooting steps were taken (volume given, echocardiogram assessment for pump position and right ventricle function), which did not resolve the issue. Due to the possibility of thrombus ingestion, the impella was exchanged for a new impella cp. While on support, the device functioned as intended at p-6 at 2.1l/min with d5w sodium bicarbonate in the purge solution. Thrombus (thrombosis) can occur due to inadequate anticoagulation.

Manufacturer narrative:
This is one of three related reports. This report represents an impella cp and other reports represent two impella 5.5s. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.